Event description:
The drager ventilator switched spontaneously from a volume control (assist control) setting to a pressure setting (pcv). No adverse effect to the pt. Ventilator pulled from use and replaced with another ventilator.